Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 (mg/dl), loss of consciousness, and a seizure. Customer was treated with glucagon by emergency services personnel to elevate their bg level. Reportedly, the contact believed that the low bg level was due to increased exercise the night before the event. Contact reported that the customer did not experience any permanent injuries as a result of the event. Recommendation was made to consult with their health care provider to discuss diabetes management.